Event description:
(B) (4). It was reported that following a coronary drug-eluting stenting treatment procedure, the patient presented with restenosis. The index procedure treated the 90% stenosed, 2.25x18mm target lesion located in the 1st diagonal branch. Treatment consisted of pre-dilatation with a 2.5x15mm maverick balloon inflated to 8 atmoshperes (atms), the placement of a 2.25x24mm study stent and post dilatation with the 2.25x24mm stent delivery balloon inflated to 3 atms resulting in 0% residual stenosis and timi 3 flow. A 70% stenosed 2.5x5mm non-target lesion located in the proximal left circumflex (lcx) artery was also treated with a 2.5x8mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharge the next day on aspirin and clopidogrel. In (B) (6) 2008, the patient returned for a nine month follow up visit and had been experiencing "vague, atypical chest pains". Angiography revealed: -lmca: normal -lad (target vessel): proximal and mid widely patent; distal, diffuse disease, 50% narrowing 1st diagonal artery; patent study stent with distal stenosis of 80-90% beyond the stented segment -lcx: proximal, 90% stenosis; mid; patent taxus stent; distal, diffuse disease -rca: minor disease (B) (6) lab report (B) (6) 2008, notes a 63.41% in-stent restenosis of the 1st diagonal artery. Treatment used angioplasty and placed a 2.5x18mm non-bsc stent in the lcx resulting in 0% residual stenosis. The 1st diagonal artery was treated with a 2.0x12mm non-bsc stent. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.